Event description:
It was reported that during a laparoscopic robotic sleeve procedure on the second firing of the device with a green cartridge and gore seam guard and the device articulate almost all the way. This was the fourth firing on the stomach during the procedure. When the device was fired there all the staples were on the patient side and only the outer row of the staple on the specimen. There were a few staples on the inner side that deployed but they were not formed. The rest of the staples did not deploy. Also the knife went into the cartridge and there were some green shavings on the cartridge. There was some bleeding but was over sewed on the patient side. A leak test was performed and was fine. The reload was also difficult to remove. The second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60g reload present. Additionally, the reload was received with the right side fully fired; left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was returned for review and it is believed that this complication was potentially caused by the sled rails on the bottom side contacting an internal staple cartridge structure with enough force to damage the bottom side sled rails enough to prevent the associated staple drivers from being lifted and deploying staples.